Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the lens tore during insertion. The lens was removed without any pt injury.

Manufacturer narrative:
(B) (4). Eval conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B) (4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens, as observed and photographed upon the return of the lens to staar in this claim, cannot be definitively and exclusively correlated to a specific root cause. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B) (4).